Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the pt always carry extra supplies in case of an emergency.

Event description:
The customer reported that, after two days of wearing the pod, she received "higher than expected bg levels without indication of an alarm"; bg's measuring 329-404mg/dl were experienced. As a result, she "doesn't think the pod is delivering insulin accurately". She was admitted to the ICU for 24 hours with a diagnosis of ketoacidosis. The pod was removed at the hospital and discarded; it will therefore not be returned for eval.